Event description:
It was reported that the patient underwent a heart transplant at vanderbilt hospital. Patient was expedited due to gastrointestinal bleeding and driveline fault.

Manufacturer narrative:
Event: gastrointestinal bleeding mentioned in this section was previously reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned driveline did not confirm an issue that could have contributed to the reported driveline fault events captured in the submitted log files. Additionally, a direct correlation to the reported gi bleeding and heartmate ii lvas, could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline cut approximately 9¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket, clear bionate, and meal braided shield layers appeared unremarkable. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The pump was then tested on a mock circulatory loop using a test system controller. The system was operated for over 30 minutes and the reported driveline fault alarm could not be reproduced. Manipulation of the wires did not cause any of them to fracture, indicating that the inner conductors were intact. A correlation between the driveline and the driveline fault alarms could not be determined. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years & 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal (gi) bleeding. The gi team is following this patient and planning for sigmoidoscopy on (B)(6) 2019. During the analysis of the log file, driveline faults were observed. No further information provided.